Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used an endeavor resolute to treat a mildly tortuous, moderately calcified lesion in the mid rca. There was no damage noted to the device packaging and no issues noted when removing the device from the hoop/tray. The device was inspected and negative prep was performed with no issues. There were no abnormalities in relation to anatomy. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was not used during delivery. The inflation device did not remain on neutral pressure during the delivery of the device. It is reported that stent dislodgement occurred during removal/ retraction following a failed delivery. The physician attempted to retrieve the dislodged stent but it dislodged again at the aorta and was lost. Brain CT and chest CT were performed but the stent could not be found. As the stent was lost in the patient, the physician feels this may impact the patient. The patient is reported as being alive with injury and is in a stable condition.

Manufacturer narrative:
Additional information: no further intervention planned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The distal tip was deformed, appearing stubbed. There was damage to the guidewire entry port. If information is provided in the future, a supplemental report will be issued.